Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the power issue observed during functional testing. It was determined that the spectrum pump would not remain powered on due to a failed power cord which was intermittently supplying power. As a result, the power cord was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device would not remain powered on. There was no patient involvement.